Manufacturer narrative:
Integra has completed their internal investigation on 12 may 2016. The investigation included: the product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. The DHR review has been deemed satisfactory. Lot was mfg date 25 aug 2014, and will be exp. Date 30-nov-2016. The customer reported 110-4l, lot 05000312261 that missing one number; it should be 305000312261. A review of lot 305000312261 indicates that it met all requirements before released to fg. The number of units, model 110-4xxx, (B)(4) mar-2015 through feb-2016 divided by the number of confirmed reports (B)(4) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Event description:
This is the second of two reports (same product ID, same product problem, same facility, different patients). Linked to mfg report: 2023988-2016-00007. The doctor placed an ip2p licox - 1104l camino intracranial pressure (icp) monitoring catheter on two different patients. On both occasions when the doctor tightened down the compression cap on the introducer it would make the icp value increase. The second incident occurred on (B)(6) 2016. On this [second] patient the icp was reading high (value not provided). The patient was not taken to surgery, however, the doctor placed a different monitoring catheter, the 1104b. The doctor looked at the placement of the 1104l catheter and it appeared to be too deep since he could not see the black marker line. It is unknown what date the catheter was implanted and it was not explanted at the time of this report (therefore still in the patient). The doctor does not recall pulling back on the 1104l catheter after insertion so that the black line was in the correct position on either patient. Additional information was requested and is pending